Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and reviewed stored data. Ts discussed troubleshooting options as well as programming options. This device remains in service. No additional adverse patient effects were reported.